Manufacturer narrative:
(B)(4). Catalog number 062903-001 is the international list number which meets the requirements of the similar product which is the us list number. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of naso jejunal (nj) tube. During the placement, it was reported that the tube "did not go further." A subsequent endoscopy revealed secretions with a clot in the stomach with no bleeding and a deep ulcer in front of the pylorus. It was reported that the patient's nasal jejunal tube was pulled out by the doctor.